Event description:
Procedure: thoracotomy. Reportedly, when the device was applied the loading unit would not release from the lung tissue after being fired. The stapler had to be cut off of tissue and sutured. Extra or time was required.